Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter read inaccurately low compared to another device. This complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient and/or reporter by phone to obtain additional information. The patient's spouse reported that on (B)(6) 2012 between 7:30 am and 8:00 am the patient obtained blood glucose readings of "350 mg/dl" with the subject meter and "475 mg/dl" on another device (ems meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these blood glucose results does not exceed the expected value of (B)(4). The reporter stated that approximately 1 ½ to 2 hours prior to the meter to other meter comparison, the patient began experiencing extreme shortness of breath, chest pain and developed a fever. The reporter stated the patient was taken to the ER and was told that his blood glucose "was too high to read" when tested with a hospital meter at 8:30 am. The patient's wife informed the cca that the patient was treated with IV fluids. Prior to the onset of symptoms on the morning of (B)(6) 2012, it is not known when the patient had last tested his blood glucose with the subject meter. Although the patient was treated for hyperglycemia by an hcp, there is no indication that the lfs device caused and/or contributed to the serious injury. It was reported that the patient was symptomatic prior to obtaining the alleged inaccurate result. However, this complaint is being reported because the reading obtained with the subject meter was widely inconsistent with the alleged reading/message obtained with the hospital device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.